Event description:
It was reported that the patient's ipg was deemed inoperable, due to not charging as recommended. As a result, the patient may undergo surgical intervention at a later date.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted to address the issue.